Event description:
A hemodialysis inpatient user facility reported that during treatment, a blood leak occurred. The leak was not visually observed, the machine alarmed and test strips were positive for blood. Estimated blood loss was less than 100cc's. The patient had no adverse effects and did not require any medical intervention. Sample is not available; sample was discarded.

Manufacturer narrative:
The plant investigation has not yet been completed. A follow up report will be filed upon completion of the investigation.